Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the reverse speed was not working. The repair technician reported the fast forward and reverse speeds were not working. ¿motor failure¿ is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired, passed synthes final inspection and was returned to the customer on 31-dec-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the service history review: part no. (B)(4), lot no: 004519, a service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2015 and the device passed testing and on (B)(6) 2015 the device had a loose component part . The customer called in a service request for this item on (B)(6) 2015 and reported the device as inoperable-reverse and fast speeds not working properly. The previous service conditions of passed testing and a loose component part are not relevant to the current complained issue of inoperable-reverse and fast speeds not working properly. The manufacture date of this item is 1-feb-2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair department documented that a hand piece for battery powered driver ((B)(4)) works intermittently, the reverse and fast speeds are sputtering. ((B)(4)) the reverse speed was not working. ((B)(4)) the motor does not work. Items 313.252 x4 are worn out. All were discovered during routine inspection after sterile processing. There was no case or patient impact. This report is 1 of 1 for (B)(4).